Manufacturer narrative:
The reported issue (it was reported that the pads were leaking.) Was unconfirmed due to during visual and functional evaluation no discrepancies were found. According to the flow rate test, the returned pad was found acceptable. The flow rate for this product must be above 2.4 l/min m2. The pad did not leak during these evaluations. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the pads were leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were leaking.